Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils could not be located and had migrated through the uterine wall./migration of essure device: location of device: uterus/1 essure coil to right of midline at approx l4 and 1 coil in left lower quadrant / migration of essure : uterus"), genital haemorrhage ("excessive abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (no complications),") and pelvic pain ("chronic pelvic pain/pain") in a 32-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included hepatitis b. Concurrent conditions included gestational diabetes mellitus. Concomitant products included oxycocet (percocet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On 17-may-2015, 7 years 6 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infections / infection/ recurrent urinary tract infections"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and dysuria ("pain with urination"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("pain"), abdominal pain ("pain"), chest pain ("pain"), cystitis ("bladder infection") and complication of device removal ("complications from essure removal procedure: yes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, dysuria, cystitis and complication of device removal outcome was unknown and the pelvic pain, back pain, abdominal pain and chest pain had resolved. The pregnancy outcome was not reported. The vaginal delivery occurred on (B)(6) 2009. The reporter considered abdominal pain, back pain, chest pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract infection and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2008, hematocrit 24.8 (range 35 ¿ 48 %) glucose 160 (range <130 mg/dl). (B)(6) 2008, culture,grp b strep-prenatal scr: positive for group b streptococcus (B)(6) 2008, obstetric ultrasound: single living fetus with a gestational age of 20 wks 3 days based on the reported clinical dates. Current growth parameters are consistent with the clinical date, indicating normal fetal growth. Composite age based on the current ultrasound alone is 19 wks 3 days (us edd 02103/09). Normal fetal anatomic survey. Detailed fetal evaluation was performed and no structural abnormalities are noted. Normal genetic sonogram. This reduces the odds of fetal down syndrome by approximately a factor of 3 at this site. Normal uterine artery doppler study. This is reassuring in regards to the risk of developing maternal hypertension or other placental--related complication. Normal appearance of the cervix which appears long and closed at this time. (B)(6) 2008, obstetric ultrasound: single living fetus with a gestational age of 36 wks 0 days based on the reported clinical dates. Current growth parameters are consistent with the clinical date, indicating normal fetal growth. Estimated fetal weight corresponds to the 41 st percentile for 36 wks 0 days.. Normal amniotic fluid. Normal fetal anatomic survey. Normal biophysical profile score of 8 of 8. Normal umbilical artery doppler study. (B)(6) , pap ig, hpv-hr: negative for intraepithelial lesion and malignancy. Abominal x-ray: whole abdominal area and they found they thing its part of the coils of the essure she had done severe years ago". X-ray which shows 1 essure coil to right of midline at approx. L4, and 1 coil in llq, pt concerned coils have migrated. Us shows that coils are still wi in the uterus. Last lis in 2009, coils appeared to be embedded in the myometrium, near the cornua, with the tip just beneath the serosa. The tip of left essure coil was seen bulging within the myometrium near the cornua, though it was still w/in the serosa. The right coil appeared similarly bulging w/in the myometrium deep to the serosa ultra sound showed the coils in the uterus near the cornea. At the time of the pt last l/s in 2009, the coils appeared to be embedded in the myometrium of the uterus. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as pregnancy (no complications), urinary tract infection, apareunia (inability to have sexualintercourse), dysmenorrhea (cramping), pain, did you undergo an essure confirmation test: no, complications from essure removal procedure: yes. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils could not be located and had migrated through the uterine wall./migration of essure device: location of device: uterus/1 essure coil to right of midline at approx l4 and 1 coil in left lower quadrant / migration of essure : uterus"), embedded device ("one of the coils embedded in the myometrium"), pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("excessive abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications),") in a 32-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included cleocin [clindamycin phosphate]. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included hepatitis b, multigravida and parity 3 ((B)(6) 1995, (B)(6) 2000, (B)(6) 2009.). (B)(6) 2008, hematocrit 24.8 (range 35 ¿ 48 %) glucose 160 (range <130 mg/dl) (B)(6) 2008, culture,grp b strep-prenatal scr: positive for group b streptococcus. (B)(6) 2008, obstetric ultrasound: single living fetus with a gestational age of 20 wks 3 days based on the reported clinical dates. Current growth parameters are consistent with the clinical date, indicating normal fetal growth. Composite age based on the current ultrasound alone is 19 wks 3 days (us edd 02103/09). Normal fetal anatomic survey. Detailed fetal evaluation was performed and no structural abnormalities are noted. Normal genetic sonogram. This reduces the odds of fetal down syndrome by approximately a factor of 3 at this site. Normal uterine artery doppler study. This is reassuring in regards to the risk of developing maternal hypertension or other placental--related complication. Normal appearance of the cervix which appears long and closed at this time. (B)(6) 2008, obstetric ultrasound: single living fetus with a gestational age of 36 wks 0 days based on the reported clinical dates. Current growth parameters are consistent with the clinical date, indicating normal fetal growth. Estimated fetal weight corresponds to the 41 st percentile for 36 wks 0 days.. Normal amniotic fluid. Normal fetal anatomic survey. Normal biophysical profile score of 8 of 8. Normal umbilical artery doppler study. (B)(6) 2012, pap ig, hpv-hr: negative for intraepithelial lesion and malignancy. On (B)(6) 2017: radiology report: findings I impression: fallopian tube occlusion devices are noted. One is located in the left mid abdomen. The other is located in the medial left upper pelvis/lmver abdomen. Configuration and location suggest that these are located in the peritoneal cavity. Concurrent conditions included gestational diabetes mellitus, dysuria, urinary frequency, urinary urgency, urine odour foul, vaginal pain, vaginal discharge, vulvovaginal candidiasis, hyperglycemia, painful urination, chronic cystitis, urethral hypermobility, urge incontinence, retention with overflow, cystocele, rectocele, vaginitis, nocturia, menorrhagia, dryness vaginal, type 2 diabetes mellitus, urethral instability, stent-graft endoleak type ic, perineal pain, back pain, secondary dysmenorrhea and adenomyosis. Concomitant products included azithromycin (azo), bifidobacterium bifidum;bifidobacterium longum;fructose;lactobacillus acidophilus;lactobacillus casei (pro biotic blend), carisoprodol (soma), celecoxib, fluconazole, fluconazole (diflucan), nitrofurantoin (macrobid), nitrofurantoin (macrodantin), oxycodone hydrochloride;paracetamol (percocet), sulfamethoxazole;trimethoprim (sulfameth/trimeth) and vaccinium macrocarpon dry juice (cranberry). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient started cleocin [clindamycin phosphate] at an unspecified dose and frequency. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infections / infection/ recurrent urinary tract infections"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), memory impairment ("memory issue") and feeling abnormal ("brain fog"). On (B)(6) 2015, the patient experienced dysuria ("pain with urination"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("pain"), abdominal pain ("pain"), chest pain ("pain"), cystitis ("bladder infection") and complication of device removal ("complications from essure removal procedure: yes"). The patient was treated with metoclopramide (reglan), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy on (B)(6) 2017 with bilateral salpingectomy, laparoscopic excision of foreign body and hysterectomy on (B)(6) 2017 with bilateral salpingectomy, laparoscopic excision of foreign body). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, pregnancy with contraceptive device, urinary tract infection, dysuria, complication of device removal, migraine, headache, memory impairment and feeling abnormal outcome was unknown and the pelvic pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, back pain, abdominal pain, chest pain and cystitis had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2009. The reporter considered abdominal pain, back pain, chest pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, dysuria, embedded device, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, memory impairment, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: whole abdominal area and they found they thing its part of the coils of the essure she had done severe years ago". X-ray which shows 1 essure coil to right of midline at approx. L4, and 1 coil in llq, pt concerned coils have migrated. Us shows that coils are still wi in the uterus. Last lis in 2009, coils appeared to be embedded in the myometrium, near the cornua, with the tip just beneath the serosa. The tip of left essure coil was seen bulging within the myometrium near the cornua, though it was still w/in the serosa. The right coil appeared similarly bulging w/in the myometrium deep to the serosa ultra sound showed the coils in the uterus near the cornea. At the time of the pt last l/s in 2009, the coils appeared to be embedded in the myometrium of the uterus.. X-ray - on an unknown date: migration of the essure implant.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: bladder infections, utl, dyspareunia, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2019: plaintiff fact sheet and medical record received. Event added: migraines, headaches, memory issues, brain fog. Event added from mr: one of the coils embedded in the myometrium. Event outcome was updated for the event: bladder infection, apareunia, dyspareunia. Concomitant drugs and conditions were added. Treatment drugs were added. Pregnancy outcome was updated. Lab data was added. Reporter information was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils could not be located and had migrated through the uterine wall./migration of essure device: location of device: uterus/1 essure coil to right of midline at approx l4 and 1 coil in left lower quadrant / migration of essure : uterus"), genital haemorrhage ("excessive abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (no complications),") and pelvic pain ("chronic pelvic pain/pain") in a 32-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included hepatitis b. Concurrent conditions included gestational diabetes mellitus. Concomitant products included oxycocet (percocet). On (B)(6)2007, the patient had essure inserted. In april 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)-2015, 7 years 6 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infections / infection/ recurrent urinary tract infections"). On (B)(6)-2015, the patient experienced pelvic pain (seriousness criterion medically significant) and dysuria ("pain with urination"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("pain"), abdominal pain ("pain"), chest pain ("pain"), cystitis ("bladder infection") and complication of device removal ("complications from essure removal procedure: yes"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, dysuria, cystitis and complication of device removal outcome was unknown and the pelvic pain, back pain, abdominal pain and chest pain had resolved. The pregnancy outcome was not reported. The vaginal delivery occurred on (B)(6)2009. The reporter considered abdominal pain, back pain, chest pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract infection and uterine perforation to be related to essure. Diagnostic results: (B)(6)2008, hematocrit 24.8 (range 35 ¿ 48 %) glucose 160 (range <130 mg/dl) (B)(6)2008, culture,grp b strep-prenatal scr: positive for group b streptococcus (B)(6)2008, obstetric ultrasound: single living fetus with a gestational age of 20 wks 3 days based on the reported clinical dates. Current growth parameters are consistent with the clinical date, indicating normal fetal growth. Composite age based on the current ultrasound alone is 19 wks 3 days (us edd 02103/09). Normal fetal anatomic survey. Detailed fetal evaluation was performed and no structural abnormalities are noted. Normal genetic sonogram. This reduces the odds of fetal down syndrome by approximately a factor of 3 at this site. Normal uterine artery doppler study. This is reassuring in regards to the risk of developing maternal hypertension or other placental--related complication. Normal appearance of the cervix which appears long and closed at this time. (B)(6)2008, obstetric ultrasound: single living fetus with a gestational age of 36 wks 0 days based on the reported clinical dates. Current growth parameters are consistent with the clinical date, indicating normal fetal growth. Estimated fetal weight corresponds to the 41 st percentile for 36 wks 0 days.. Normal amniotic fluid. Normal fetal anatomic survey. Normal biophysical profile score of 8 of 8. Normal umbilical artery doppler study. (B)(6)2012, pap ig, hpv-hr: negative for intraepithelial lesion and malignancy abominal x-ray: whole abdominal area and they found they thing its part of the coils of the essure she had done severe years ago". X-ray which shows 1 essure coil to right of midline at approx. L4, and 1 coil in llq, pt concerned coils have migrated. Us shows that coils are still wi in the uterus. Last lis in 2009, coils appeared to be embedded in the myometrium, near the cornua, with the tip just beneath the serosa. The tip of left essure coil was seen bulging within the myometrium near the cornua, though it was still w/in the serosa. The right coil appeared similarly bulging w/in the myometrium deep to the serosa ultra sound showed the coils in the uterus near the cornea. At the time of the pt last l/s in 2009, the coils appeared to be embedded in the myometrium of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils could not be located and had migrated through the uterine wall."), genital haemorrhage ("excessive abnormal bleeding") and pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia") and urinary tract infection ("urinary tract infections / infection"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pelvic pain, dyspareunia and urinary tract infection outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.